Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the device was also received with a missing segments or partial display due to cracked glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen had partial display. No harm requiring medical intervention was reported. The device will be returned for analysis.